Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error of the blower overheating. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for service and repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device was overheating. The blower assembly and the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.